Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tni) results from two different patient samples that were generated by the access 2 instrument. Patient a: the initial accu tni result was 7.41ng/ml and "negative" upon repeat on a different instrument in the customer's lab. Patient b: the initial accu tni result was 9.61ng/ml. The result was reported out of the lab. The original sample was tested on a different instrument in the customer's lab for accu tni and the result was 0.06ng/ml. A corrected report has been issued. On the same day, a fresh sample was collected from the patient and tested for accu tni and a result of 0.07ng/ml was obtained. The sample was tested on a different instrument in the customer's lab and result was 0.08ng/ml. A 3rd sample was collected from the patient and tested for accu tni and a result of 0.07ng/ml was obtained. There was no report of patient injury requiring medical intervention or change to patient treatment received regarding this event.

Manufacturer narrative:
A system check performed in 2007 met specifications. Qc performed before and after the event resulted in range. Per customer, no errors were received in the event log. The samples were collected in bd, sst tubes ad centrifuged at 3,000 rpm for 10 minutes. The customer stated that they recently had to retrain the technicians on proper sample handling. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the specimens in question and found a fibrin in every specimen. The fse performed a diagnostic testing and results met specifications. The fse verified an ultrasonic performance and no issues were noted. Pre-analytical sample handling and affects of sample integrity on immunoassay testing was discussed with the customer. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.